Event description:
During this procedure, the ablation was stopped due to the increasing impedance. The ez steer thermocool sf navigational catheter was used at 45w/15ml on the left ventricle. The physician removed the catheter from the patient's body safely and found a blood clot attached to the tip of the catheter. The blood clot was removed from the tip of the catheter and was re-inserted into the patient. They proceeded to ablate again at 40w/15ml for 60 seconds. The procedure was completed without patient consequence. The physician did not feel any difficulties in using this catheter. Additional clarification was requested on the event, but no additional information has been received. The clot presence is indicative of a reportable event.

Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. The reported lot number was reported as 15992697l. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).